Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal clonidine (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that the patient stated they had a fall a couple of weeks ago on (B)(6) 2024 and the patient stated it felt like their pump has changed position. The patient stated they have an appointment tomorrow with their healthcare provider (hcp) and they want a company representative (rep) there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that it was possible that the pump had shifted slightly in a clockwise rotation but not out of the pocket. Actions/interventions taken included the hcp interrogating the pump which was functioning well and there were no alarms or alerts. The hcp further stated that the pump was not out of pocket and the patient was able to use the bolus dosing if needed and that the patient was scheduled for a refill in june.